Event description:
Caller reported a malfunction on the pump, identified by a specific code. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information on how to reset the pump and assisted the caller in doing so, after which the malfunction did not reoccur. The customer was advised to continue using the pump and to call back if the issue recurred, which the caller acknowledged.